Manufacturer narrative:
Sections d4 and h4: expiration date and manufacture date (h4) cannot be determined. Manufacturer¿s investigation conclusion: the reported event of damaged power cable with fluid was confirmed with the provided photo. The customer provided photo captured damaged strain relief with green/blue fluid. The provided photo could not determine the origin of the green/blue fluid on the strain relief. Additional information reported system controller (serial # (B)(6)) was disposed of and will not be returned. A root cause that led to the damage strain relief and fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg specifications. The other two shop orders could not be located. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use document rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that both cables on the controller showed damage near the plus. Green fluid was visible as well as a damaged modular cable. The controller and modular cable were exchanged.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.